Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device system reportedly passed out while using the bathroom. The patient was enduring torsades de pointes, however, undersensing was noted. It was suspected that undersensing may have caused non-detection of ventricular tachycardia (vt) episodes. The physician was going to perform a cardiac catheterization procedure and treat low potassium levels. No further observations were noted.